Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary name: medtronic minimed street: 18000 devonshire street city; northridge state: ca zip code: 91325 country: united states additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: eqms search: a query was run in the electronic quality management system (eqms) on 14-jan-2025 against "lot number" 5399323 and similar malfunction code(s): ICD-pmc11.01 no malfunction based on complaint information, idd-pmc11.03 no malfunction based on complaint information, the review confirmed that lot 5399323 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 14-jan-2025 against "lot number" criteria equal 5399339 and similar malfunction codes no malfunction based on complaint information, no malfunction based on complaint information. The count of complaint are 8. The complaint numbers are pr see attached document "query 1946447" conclusion: after review, only pr's 1946447 - 1965757 were determined relevant to the reported issue. The rest of the records were previously closed and are not applicable to this investigation. DHR review: the lot 5399323 was manufactured according to the work instructions(wi) version 71 and packaged in the machine multivac 12 , on 16-aug-2022, with a total of 28,500 units. The sub-assembly, assembly of quick set of the lot 5399807 was manufactured according to the work instruction(wi)version 24 and manufactured in the line assembly of quick set, on 15/aug/2022, with a total of 29,200 units. The sub-assembly, assembly of quick set of the lot 5399808 was manufactured according to the work instruction(wi) version 24 and manufactured in the line assembly of quick set, on 16/aug/2022, with a total of 29,200 units. The sub-assembly, gluing tube of the lot 5399356 was manufactured according to the work instruction(wi) version 37 and manufactured in the machine gluing 04-05-08 on 13/aug/2022, with a total of 390,000 units. The DHR review indicated that during final outgoing inspection, one sample was found delaminated tape. An extended sampling was conducted and accepted in accordance with established procedures. Therefore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: DHR review indicates nonconformance; escalation and corrective actions required per quality procedures. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: work instruction(wi).- guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Work instruction(wi).- guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing. Work instruction(wi).- guidance for functional testing 2 air leak test for complaints area version 2: all 3 samples tested passed functional testing. All test results were within specification as documented in the attached test report pr 1946447. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction(wi). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis on (B)(6) 2024. Patient used the device for 2 days.